Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead became disfigured and permanently kinked as the physician tried to push it through the sheath due to a lot of resistance. The rv lead was attempted but not used. No patient complications have been reported as a result of this event.